Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was not showing up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that one patient was not listed on the station. A technical support specialist (tss) accessed the server to check the temporary patient inactivity time and found that the unlisted patient was a temporary patient. On the server side, the setting for temporary patients was confirmed to be set for 2 hours. After contacting the customer, they confirmed that the issue was resolved and approved closing the case. The system functioned as intended after the technical support specialist investigated the issue of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, one patient was not showing up. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.